Event description:
It was reported the patient's blood glucose level rose to 25.8 mmol/l (464.4 mg/dl) while wearing the pod between 24 and 36 hours. Hyperglycemia treated by patient with a correction bolus, drank water and activating new pod.

Manufacturer narrative:
The pod was received partially deployed with the formed needle visible in the exposed portion of the soft cannula. The formed needle did not retract after removal of the top housing. The exposed portion of the soft cannula was observed to be damaged. Fluid did not flow through the complete fluid path as it was observed to be leaking from the tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Inspection of the needle mechanism components found the formed needle to be unseated from the slide retract, indicating that the formed needle was installed incorrectly into the slide retract. Damage was observed to the slide retract due to the incorrectly installed formed needle. This incorrect installation resulted in the formed needle failing to retract. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.